Event description:
Reportedly, noise episodes were observed in the right ventricular channel. Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, noise episodes were observed in the right ventricular channel. Preliminary analysis did not reveal any device malfunction.